Manufacturer narrative:
It was reported that the issue was caused by a defective hand pendant. The pendant was replaced with a new one.

Event description:
It was reported that the table allegedly had unintended leg motion. There were no injuries or surgical delays reported.